Manufacturer narrative:
The device in question will not be returned to boston scientific for technical analysis as it remains implanted in the patient.

Event description:
It was reported while the physician was performing an embolization of the spermatic vein, some unspecified difficulty was experienced during the release of the coils. Extravasation of contrast near the lesion of the spermatic vein was noted even though initial opacification had not shown any extravasation at the spermatic vein level. Due to this issue, the procedure had to be aborted. Currently, the patient's status is good, however, he will likely need an additional intervention in the future, as the spermatic vein was unable to be embolized.